Event description:
It was reported that at a check approximately six weeks after a device replacement, it was found by interrogation that the right atrial (ra) and right ventricular (rv) leads had been reversed in the device header. A procedure was done to switch the ra and rv leads to the correct port and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2013, 4024 implantable pacing lead (B)(6) 1996. (B)(4).